Manufacturer narrative:
Fujifilm had the laboratory physician compare the video of the condition of continuous insufflation created by scratching the packing of the button and the condition at the time of device failure occurrence. This review indicated that there was less continuous insufflation at the time of endoscopy than the video, and smaller bubbles were generated. The flow rate of continuous insufflation in the video was approximately 25 ml/minute, very small as compared with normal flow rate of approximately 1000 ml/minute. Since insufflation, water supply, and suction are performed frequently during endoscopy, the intestine is unlikely to become fully distended by continuous insufflation. The button which had caused continuous insufflation was already discarded by the institution, thus it could not be investigated. Based on a discussion with a dbe expert physician regarding the causal relationship between increased pressure in the intestine and acute pancreatitis, the following was stated: "although the possibility of acute pancreatitis resulting from increased pressure cannot be completely ruled out, a highly possible mechanism is that the intestinal tract becomes straight along with the insertion of an endoscopy; as a result, the pancreas becomes twisted, which deteriorates the flow within the main pancreatic duct, resulting in acute pancreatitis. In addition, since enteroscope insert ability deteriorates when the intestine becomes distended, an enteroscope is advanced while always adjusting the level of distention of the intestine with insufflation and suction. Accordingly, the intestine is unlikely to become fully distended with continuous insufflation at a very low flow rate." Based on the company's investigation, it is likely that the pancreatitis was unrelated to possible continuous (gas) insufflation but rather it is a potential inherent complication associated with dbe procedures as described in fujifilm operation manuals. However, because the company could not 100% rule out the relationship of this event with the insufflation, the company is submitting this MDR. The weight of the patient is unknown. Fujifilm contacted the physician who performed the procedure, but a response could not be obtained. Due to existing (B)(6) practices in connection with local filings, the specific name and location of the initial reporter is not available. Suspect air/water button discarded.

Event description:
A patient with crohn's disease had passage disorder caused by ileal stenosis and underwent double-balloon endoscopy (dbe) to confirm the preoperative location for small intestinal resection. During the procedure, the intestine, which was not distended when the enteroscope entered into the small intestine, became fully distended, deteriorating enteroscope insert ability. Water was injected into the intestine and the tip of the enteroscope was put in the water, which showed gas leakage in the form of small bubbles without operating the operation part of the enteroscope. Patient experienced continuous insufflation. After the button was exchanged, the enteroscope was inserted to the site of ileal stenosis, the location was confirmed, and the examination ended. After endoscopy, CT images were taken. CT grade I acute pancreatitis was diagnosed. Although the patient was originally scheduled to be hospitalized for 5 days, the hospitalization period was extended. The patient is scheduled to undergo small intestinal resection in (B)(6) 2016.